Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported on (B)(6) 2022, that the surgeon was unable to solidification intro-op. During the surgery of vertebroplasty, after the cement was injected into the patient for about 30 minutes, the surgeon found that the cement was still not solidified when examination by cb. Whether to perform the second surgery was not determined at present. There is no further information. This report is for one high visc cmw spinal cmt, 11cc. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot number available belongs to cement only, not to the kit, device history review was performed to the cement. Part # 183901001. Lot # 3639596. Manufactured date: 18 feb 2022. No non conformance reports were generated during production. The product was returned to depuy synthes for evaluation. In order to rule out a product-specific cause, the batch documentation was checked and retained samples were tested. The cement mixed and behaved as expected for the product type and met appropriate specifications. This complaint states: "squeeze less than 5cc, it became dry and cannot be used* exotherm testing to determine the exothermic selting time was carried out on retained samples for this lot. All testing met the required specification. The men exothermic setting time for confidence bone cement was calculated to be 14m 18s. The control specification range for the exothermic setting time of confidence bone cement is 12m 00s to 24m 00s. The retained sample cement was determined to be the expected consistency when mixing and the liquid and powder were completely incorporated when mixed. No lumps were observed in the retained sample lested for the raw data sheet for the retained sample testing. Fit is possible the cement was left too long in the syringe before extrusion causing it to partially set before it could be extruded from the syringe. However, a definitive root cause for the dry cement was not able to be determined at this time. A dimensional inspection was unable to be performed as it is not applicable to the complaint condition as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the high visc cmw spinal cmt, 11cc was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: (current and manufactured). Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.